Event description:
It was reported that the patient was experiencing spasticity issues and itching. The symptoms started on the night prior to the day of report. The patient took oral baclofen 10mg. The patient had paged their physician 20 minutes ago and had not received a phone call back yet. The patient was wondering when they should go into the emergency room (ER) it was noted that the patient had the same symptoms 4-5 weeks ago and the patient ended up in the hospital for a week. It was reported that the healthcare provider (hcp) did not determine the cause exactly. The patient reported that the dose was not high enough so the hco increased it by 35% last time the patient went to the hcp. The pump system was delivering bupivacaine and baclofen. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.)

Manufacturer narrative:
Concomitant medical products: product ID 8711, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).